Event description:
The probe from the cryomachine was placed in the patient's lung. The device was activated and freezing began per the doctor's protocol. During the procedure, the physician noticed that the shaft of the probe began to freeze. The patient developed frostbite at the entry site and the physician placed a warm saline filled glove at the sight to warm the tissue. At the end of the procedure the patient's skin looked intact.